Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock while the patient was performing household work with their arms elevated above their head. The patient presented to the hospital at which time therapy was determined inappropriate due to myopotential noise and oversensing. Sensing vectors were reviewed and the physician chose alternate as there was no evidence of atrifact though intrinsic amplitude was noted to be poor in addition to large t-waves. Over the following weekend the patient received 3 more inappropriate shocks as a result of t-wave oversensing. X-ray found the device and electrode were in an acceptable position. The device was reprogrammed to primary as both other vectors were determined to not be suitable. While myopotential noise remained visible on the primary vector, it was appropriately marked by the device. Boston scientific technical services (ts) reviewed device data noting the instances of inappropriate shocks that occurred following initial reprogramming were the result of interruptions in magnet application that had been inhibiting therapy. Ts agreed primary was the only suitable vector and provided suggestions for additional evaluation. The patient and physician elected to plan a revision procedure to explant the s-ICD system and implant a transvenous ICD. A revision procedure was later performed wherein the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.